Event description:
It was reported to boston scientific corporation that genesys hta procerva procedure sets was used in a procedure performed on (B)(6) 2020. According to the complainant, the controller went from the cervical seal screen to releasing cassette. Circulator ejected the cassette and the staff opened a second device. Reportedly, the second device also mulfunctioned during the sealing the test and was not heating up so the physician then decided to abort the case. There were no patient complication reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Block h6: device problem code 3191 is being used to capture the reportable issue of aborted/unknown procedure outcome. Evaluation conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that genesys hta 115v control unit was used in a procedure performed on (B)(6) 2020. According to the complainant, the controller went from the cervical seal screen to releasing cassette. Circulator ejected the cassette and the staff opened a second device. Reportedly, the second device also mulfunctioned during the sealing the test and was not heating up so the physician then decided to abort the case. There were no patient complication reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Block h6: device problem code 3191 is being used to capture the reportable issue of aborted/unknown procedure outcome. Evaluation conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2020, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2020. The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that genesys hta 115v control unit was used in a procedure performed on an unknown date. According to the complainant, the controller went from the cervical seal screen to releasing cassette. Circulator ejected the cassette and the staff opened a second device. Reportedly, the second device also malfunctioned during the sealing the test and was not heating up so the physician then decided to abort the case. There were no patient complication reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.